Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the needles keep popping off when trying to grasp it and with minimal manipulation and force. 15 samples will be returned. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * by information provided by the customer "the needle keeps popping off when they try to grasp it, but it is not a pop off needle." It is not clear what was the exact issue, could you please clarify? * please clarify when did the issue occurred (in the package/removal from package /during passage through tissue)? * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. * what is the total number of products involved in this event? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received twenty-five unopened samples that pertain to the product code j556g. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Events reported via: 2210968-2023-06261.